Event description:
The recipient is reportedly experiencing pain and headaches at the implant site with or without device use. There are no signs of swelling or redness present. The device testing is within normal limits. The recipient was treated with a steroid and lidocaine injection.

Manufacturer narrative:
The recipient's pain initially improved with the injection, however, returned. Another injection may be planned. A CT scan revealed no concerns. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly continues to experience pain. The recipient was given a maximum dose of gabapentin. The recipient is suspected to have a low grade ear infection and started an antibiotic trial for one month. In addition, the recipient was given an infusion of IV lidocaine and ketamine to help manage pain, however, the pain only resolved temporarily. The recipient's physician removed cerumen from the ears which reduced the recipient's pain. The recipient's pain is not believed to be device related. The recipient continues to use the device. The recipient will be managed per center protocol. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly wearing the device and will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.